Event description:
Further information revealed the issue was not due to this system. The device that pertains to the event is in manufacturer report # 3004209178-2013-15739.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient was symptomatic on their left side and there were low impedances read on electrode pairs 1-2, 1-3, and 2-3. It was stated the patient¿s right side was doing well but the left side was problematic. It was noted the doctor first saw the impedance issue on (B)(6) 2013 but it was unknown when the problem started. It was later reported low, out of range impedances were read. It was stated 0-3 showed less than 50 ohms and 2-3 showed 5,000 ohms. It was stated the patient¿s side that was affected with impedance, the patient was not doing that good, ¿so-so,¿ and the side that had no impedance issue was doing good. Additional information stated no malfunctions were seen and they were planning to try different programming settings and possibly do an x-ray to see if anything showed up clearly as broken within the system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
Additional information received reported that the patient was scheduled for surgery on (B)(6) 2013. It was further reported that it was discovered and verified physically that the right lead internal wire was severed completely. Fluoroscopic examination showed a clear gap in the wire roughly 3 inches proximal to the junction with the extension. Once the lead was revised and the eos generator replaced, a final impedance test showed everything was functioning correctly. The patient was scheduled for an appointment on (B)(6) 2013 where mapping and therapy would be determined. It was further reported that the patient was doing good. The patient's dystonia was much better and the patient was also on clonazepam every 8 hours.